Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to uterine prolapse, large enterocele, rectocele, and loss of urethrovesical junction. The patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07030. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a cystourethroscopy performed during mesh implantation. It was reported that patient had exam under anesthesia for exploration of vaginal incision 20 days post op with bleeding from small vaginal incision, second occurrence on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and urinary urgency. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.